Event description:
Ventilator dependent patient, with multiple medical problems. Admitted with pea arrest and end stage renal disease. Femoral mahurkar placed for cvvhd. One day after placement, venous port (blue) blew off. Cvvhd discontinued. Patient was a dnr, expired approximately 16 hours later.